Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an increase in shock impedance measurements from 50 ohms last year to 114 ohms at the most recent follow-up. Various shock vectors were tried, and only the triad configuration produced within range shock impedance measurements. This patient was referred to the hospital for further investigation. There were no adverse patient effects reported. Subsequently, additional information was received that the rv lead was explanted and replaced. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.